Event description:
The customer reported that the system continued to deliver fluoroscopic x-ray after releasing the footswitch button during procedures. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface circuit board was replaced and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.